Manufacturer narrative:
The external visual inspection revealed cut silastic overmold along the electrode lead and an extruded contact pad on one electrode. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed two cut electrode wires along the electrode lead. This is believed to have occurred during revision surgery. System lock was verified. The electrode wire condition caused one electrical test to produce values out of range. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's headaches were reportedly not device related. This is the final report.

Event description:
The recipient reportedly experienced headaches and was a non-user of the device. The recipient's device was explanted. The recipient will not be reimplanted at this time.